Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position and decreased vision are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the right eye on (B)(6) 2017. Postoperatively, the inlay was noted to be decentered slightly inferiorly. The patient's best corrected distance visual acuity decreased from 20/20 (preoperatively) to 20/60 and the patient experienced glare symptoms. Inlay repositioning was attempted, but not successful and the inlay was explanted on (B)(6) 2017. The patient had a preexisting faint corneal scar in the operative eye and the surgeon stated that inlay placement was an issue. At last examination on (B)(6) 2017, the patient had corneal haze and superficial punctate keratitis with bcdva improving to 20/30-2.

Manufacturer narrative:
(B)(4).

Event description:
Patient follow-up was requested, and the following additional information was received. At last examination on (B)(6) 2017, the bcdva was 20/30, and the corneal haze reduced to trace.